Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "fault code #61" (excess drive pressure fault) alarm and shutdown. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the pump found that the balloon pump shutdown was caused by electrical test fail code #53. Proceeded to remove the shuttle transducer and found fluid/condensation build up behind the transducer. Drained all fluid and replaced the shuttle transducer with a new one. Performed full calibration, functional testing and safety checks to factory specifications. Unit was returned to the customer. (B)(4).